Manufacturer narrative:
Product ID 37761,serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the desktop charger (dtc) was not making a connection with the recharger (insr), the connection wobbled back and forth, so the patient was not able to charge ins, which started a "couple weeks ago". The connection between them was loose. The patient said they sit down to charge, but the ins had not been able to charge, so now they were "starting to hurt again". The patient mentioned the therapy did help with pain, but after the ins was off for a few days the pain took a cumulative effect; after a while they felt it a little more. During troubleshooting, the patient said the dtc connector pin broke off and was in the insr. The patient's husband removed the connector pin and the patient confirmed the insr port looked fine. A replacement dtc was sent to the patient. No further complications were reported/anticipated.